Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard mesh (bard flat mesh) (device #1). An additional emdr was submitted to represent the bard mesh (bard flat mesh) (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (bard flat mesh) on (B)(6) 2022 and (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is alleged that the patient had revision surgeries on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard mesh (bard flat mesh) on (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against both the devices. It is alleged that the patient had revision surgeries on (B)(6) 2022. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2022 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #1) and explant of unknown old mesh. Per op notes, "an unknown old mesh was removed, and the bard flat mesh (device #1) was placed and sutured." (B)(6) 2022 - patient was diagnosed with recurrent right inguinal hernia, bowel obstruction, pain thereby underwent open repair with implant of bard flat mesh (device #2) and partial explant of unknown old mesh. Per op notes, "an unknown old mesh was removed partially, second half of the mesh was tacked into the defect as it is well incorporated. The bard flat mesh (device #2) was placed and sutured."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2021) is considered to be a best estimate. This supplemental emdr represents the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.